Event description:
Received report that around 0730, day shift nurse found milrinone infusion of 20 mg/100 ml was not running when it should have been infusing at 0.5 mcg/kg/min. Night nurse stated that pump had spontaneously turned off a few hours earlier, around 0200; she jiggled it, confirmed unspecified message on screen, and it started working. States she did not have to restore any settings to resume the infusion. She last checked the pump around 0600 and did not note any problems. Once the issue was discovered, the day nurse could not get the channel to infuse so switched the infusion to a different pump module and pc unit at 0837, but left the involved pc unit in place with other infusions running on it. Biomed states the affected pump module has a burn smell inside. He looked at the event log and says the pump showed no activity after 0019 on (B)(6). Between 2200 hours and 0300, the pt's cardiac index dropped from 2.52 to 2.1 and svri rose from 1774 to 2282. Cvp remained stable. By 1400, ci was 2.33 and svr was 1614. Pt remained stable otherwise and no medical intervention was required. It is not known how long the milrinone was not infusing.

Manufacturer narrative:
(B)(4). Pump module and pc unit have been requested but not yet received. Follow-up report wil be filed if devices are received for investigation. This report was filed by the manufacturer.